Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with scratched lcd window. Unit received with missing end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump was exposed to water. The customer also reported that the button of the insulin pump was pressed for three minutes. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.